Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2015 and presented on (B)(6) 2015 with dry eye/superficial puntate keratitis (spk), foreign body sensation & photophobia in both eyes. It was stated that even with modified treatment plan paitent still complaining of dry eye in both eyes. It was stated there was no loss of best corrected visual acuity (bcva). The patient complained of difficulty of driving without sunglasses, dry eye and near & distance vision reduced within 2 weeks. Patient reported symptoms are interfering with daily activities. It was reported that patient wanted a second opinion for dry eye treatment with a more homeopathic doctor. Bcva from (B)(6) 2015: right eye pre-op 20/25 -1.25 x -3.00 x 90; left eye pre-op 20/20 -.75 x -1.25 x 85. Bcva from (B)(6) 2015: right eye post-op 20/20 -1.00 x -1.00 x 93; left eye post-op 20/20 00 x -.25 x 34.